Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device was repositioned and remains implanted. Based upon the partial implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage, regurgitation, "rash," "inability to push or pull fluid from the band and weight gain of 30 lbs" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event and product details has been requested. No additional information is available at this time. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the possible outcome of leakage and difficulty adding/removing saline as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of rash as follows: the material in this device has been shown in biocompatability studies to cause slight irritation in intramuscular implantation in animal modes.

Event description:
Patient reported a lap-band system "slippage" first noticed when the patient was admitted to the hospital after "not being able to keep food down." "Revision surgery" was done to correct the slippage. On a later date, patient reported having a "leak" after having "no restriction, rash around the port area, inability to push or pull fluid from the band and weight gain of 30 lbs." Patient reported no intervention has been performed to correct the reported leak.